Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 09/03/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Visual analysis of the returned product revealed that two empty foils packets, two empty labeled winding formers and a needle/suture piece product code z494 were received for evaluation. The strand was broken at several pieces during the inspection due to the degradation process caused by exposure to the environment. The product code z494 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foils were visually inspected, and excessive wrinkles and holes in cavity were observed. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the procedure date? No further information is available. What is the lot number? No further information is available. How many sutures were broken during surgery? One . What was used to complete the procedure? No further information is available. In relation to needle, what is the approximate location of suture breakage? No further information is available. Did the suture separate completely? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Device return status: the device is available to be returned . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date and suture was used. The suture broke during use. No adverse patient consequences were reported. Additional information was requested.